Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis does not exhibit any damage or wear marks. The instrument has 6 uses remaining. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si colorectal surgical procedure, the grasping retractor cable broke. There was no patient harm, adverse outcome or injury reported.